Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 7.5 months after the dental implant and abutment were placed in ada site 19 in the mouth, the implant had lost osseointegration in type ii bone. Clinician reports no primary stability and implant was covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that 7.5 months after the dental implant and abutment were placed in (B)(6) site 19 in the mouth, the implant had lost osseointegration in type ii bone. Clinician reports no primary stability and implant was covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)